Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed, te 231022 (pexpvalve sensor defect), autozero failed in flow sensor and exp valve test, pressure sensor assembly removed reconnected after that the same issue came. No patient involvement.